Manufacturer narrative:
Date of event: the event occurred on an unreported date in december 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment for the event were unknown. The patient was hospitalized for the event. At the time of this report, the patient remained hospitalized; however, the patient has recovered from the event. Pd therapy was ongoing. The reporter declined to provide additional information.